Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok and up buttons were under-responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump was returned with all of the keypad buttons responding intermittently. There was no evidence of physical damage on the keypad. Upon removal of the keypad cover, contamination was found on all button contacts. Unrelated to the original complaint, the bolus button cover was torn; however the bolus button was still operable. In addition, the battery compartment was cracked in two places.